Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, with the patient under sedation and the video system center in use, the system exhibited an automatic off condition during the procedure. No serious injury or adverse patient effects were reported. The procedure was completed successfully as intended.